Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va21v4c, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 16-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was having the complete system removed so he could have an MRI, but that the lead broke upon removal and a portion remained implanted. It was noted the MRI was still not recommended due to the lead segment which remained in the patient. No further complications were reported.